Event description:
The caregiver of a (B)(6) year old male patient called zoll customer support to report that the patient was receiving adjust belt alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (adjust belt alarms) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The monitor was not producing a driven ground signal. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.